Event description:
Information received indicates, the left siderail weld is broken at the pivot points and will not latch in the up position.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.